Event description:
Procedure: colonoscopy with polyp removal. No problems were encountered during the procedure. During the procedure, the pt return electrode pad was placed distally to ulcer on left leg. The pt was discharged after the procedure. Two days later the pt was treated in the emergency dept for redness at the pad site.